Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during priming of the cassette, a leak in the cassette was detected. There was no patient involvement and no reports of harm to the staff performing the test. The sample reported as available. No additional information is expected.

Manufacturer narrative:
The lot complaint history was reviewed, this is the fourth complaint for the finish goods lot; however, the first for this issue. The device history record showed the product was released per specifications. Upon visual inspection of the cassette multiple cracks on the infusion chamber were observed. The infusion chamber was removed from the pinch plate and the welding profile inspected; the surface profile indicated a good weld between the infusion chamber and pinch plate. The crack on the infusion chamber will result in the customer's experience. The source of the leak is due to a crack on the infusion chamber of the cassette. After a thorough analysis, the exact cause of when and where the crack occurred could not be established with the information available. Potential root causes could be related to improper handling combined with the shipping and transportation processes. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time. (B)(4).